Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while admitted to the hospital, the patient received high voltage therapy. A remote monitoring transmission indicated that the patient had been treated for an episode ventricular tachycardia (vt)/ventricular fibrillation (vf) but the rhythm was suspected to be atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.